Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger. Product ID : 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger.

Event description:
A consumer reported being unable to get to 100% charged. "The last little bit to bring it to 100" never seemed to show. The consumer always had 8 coupling boxes when she charged. She had charged for 4 hours before and, while it would get pretty full, it would never get to 100%. The consumer was still able to charge at the time of the report. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.